Event description:
No clot with this PICC but the infant had a ¿blister, significant skin injury¿ under the securement disk of the 384232. According to emily, they did allow time for the antimicrobial to dry.

Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date or new information becomes available, a follow-up report will be submitted.